Event description:
As reported by the user facility: machine was in rinse back and actively rinsing the patient when it unexpectedly transitioned into descale with red and blue couplings still connected to the dialyzer. Saline flow and volume calculation had just begun when the blood pump stopped on its own. Staff clamped lines and notified the ccl. When ccl arrived, the machine had progressed into disinfection/citric thermal while still connected. An attempt to manually return blood resulted in leakage at the venous dialyzer connection, and rinse back was aborted with loss of the blood setup.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.